Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check te pad messages) was confirmed. As received, the belt failed the incoming therapy electrode (te) recognition test. Upon evaluation, there was an open pulse wire in the cable connecting the distribution node (dn) and front therapy electrode (te) between ECG electrodes a and b. The cause of the alarms is the open wire. The root cause of the open wire is excessive force placed on the cable. No adverse events occurred as a result of the defective electrode belt.

Event description:
10/01/2020: resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A us distributor contacted zoll to report that a patient's device was producing check therapy pad messages.